Manufacturer narrative:
One osseotite® tapered certain® prevail® implant 4/3 x 11.5mm (xiitp4311) with packaging was returned for investigation. Visual evaluation of the as returned product identified no apparent malfunction, signs of use and dried blood inside the drive feature. Functional testing to recreate the reported event could not be performed due to the nature of the device & event. Product matched print specification where measured. Pre-existing conditions noted on the per were low bone density (type IV), clenching and allografted site during placement. The reported device was located on an unknown tooth and was used during the placement procedure. The customer did not provide any pictures or x-rays. Appropriate documentation was reviewed. DHR review was completed for the subject lot number (2020030350). It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event were noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Complaint history review was performed for the reported lot number (2020030350) for similar events and no other complaint was identified. Based on the available information, device malfunction did not occur. However, the reported event was non-verifiable as the exact details of event and patient anatomical conditions are unknown. The following sections have been updated: b4: date of this report. G3: date received by manufacturer. G6: checked "follow-up". H2: checked follow-up type. H3: changed "no" to "yes". H6: entered evaluation codes. H10: added manufacturer narrative.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4).

Event description:
It was reported that while placing the implant, alveolar bone fractured and implant became loose. It was determined to be switched to a wider implant. Symptoms as a result of the event: inflammation. Tooth location not reported.